Manufacturer narrative:
Evaluation is pending upon completed investigation of the product. Device manufacture date is unknown.

Event description:
After initial surgery on (B) (6) 2009, a broken stainless steel 6.00mm universal clamp used on a 6.35mm titanium rod broke on top of the patient's construct. Additional information received on 26 feb 2010: the indication for the surgery was for traumatic and degenerative reasons. It was the 3 or 4th surgery on this (B) (6) male patient. The construct was implanted on t5 or t6. On an unknown date after the original surgery, the patient experienced paraplegia due to the broken universal clamp. There was a revision surgery on (B) (6) 2010, in order to explant the universal clamp. The patient has recovered with no residual damage.